Event description:
The report received indicated that when the physician opened the sterile pouch, the stent of the precise rx nitinol came out of the delivery system. The device did not present any anomaly and the physician confirmed that the tuouhy borst valve was closed prior to removing the device from the tray. There were no abnormalities noted with the device's packaging. The product had been stored and handled according to the instructions for use (IFU). The intended procedure was treatment of a lesion in the superficial femoral artery.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Additional info will be submitted within 30 days upon receipt.